Manufacturer narrative:
Additional information was received on 03/06/2017 that states that at the time of the gastrointestinal (gi) bleeding event, the patient's international normalized ration (inr) was 4.5 and the hemoglobin (hg) was 4.0. The patient received a full workup via a capsule endoscopy where two discrete areas of small bowel bleeding were seen but were unable to reach with push endoscopy to fix them. It was further reported the that the patient has no history of gi disease. After being treated with blood transfusions, the bleeding resolved and the patent was discharged 33 days post admissions with no further bleeding issues. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported via medwatch that a patient with an lvad implant for 2.5 years presents with 3rd episode gastrointestinal (gi) bleeding during vad therapy. The patient was transfused with over 15 units blood over 4 weeks due to inability to localize the bleeding site despite the various gi related procedures.